Event description:
The customer reported multiple issues with their device, including housing damage, an unresponsive wake button, and frequent bluetooth connection losses with the continuous glucose monitor (cgm). There was no adverse impact to the customer¿s blood glucose level. The customer is out of warranty and currently in the process of obtaining a new device. No further follow-up was requested by the customer, and no additional information was provided regarding the outcome of the event.